Event description:
It was reported that the user experienced hypoglycemia while using the ilet, which appeared related to an overcorrection of a low followed by a missed meal announcement; the device provided low and urgent low alerts, and the user subsequently discussed correction and meal announcement practices with support to allow the ilet to manage dosing. Symptoms included a blood glucose nadir of 59 mg/dl without loss of consciousness, dizziness, or need for assistance. Outcomes included self-treatment with oral carbohydrates, no medical intervention, no hospitalization, and recovery to target range. Investigation included complaint handling with troubleshooting and education regarding meal announcements and correction practices. Investigation of this case revealed no device malfunction and suggested use-related factors as the likely contributor to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with contributing user-management factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.